Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tube there was molding defects, sharp protrusions. This event affected 200 devices. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube had burr-tube bottom issue. The nurse pricked the nurse's finger while taking blood."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tube there was molding defects, sharp protrusions. This event affected (B)(4) devices. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube had burr-tube bottom issue. The nurse pricked the nurse's finger while taking blood."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 8 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gate stub was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of gate stub was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gate stub. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.